Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported by the nurse and surgical tech the device was powering but not staying on. No apparent adverse event has been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). UDI #: (B)(4). Product review of the electric dermatome (B)(6) by dover on 19 march 2020 revealed that the rpms were out of specification on the low side and the motor was erratic. The calibration was out at the 0 reading. Repair of the device was performed by dover on 19 march 2020 which included replacement of the following: motor, switch, plug harness, eccentric shaft, vespel and semi-circle bearings additional repair included recalibration the device, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item/part family and no additional complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
No additional event information.